Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient's fibromyalgia was causing knots and pain in their hip that weren't going away like they had previously. It was asked if the ins would affect that pain. They were redirected to their doctor to discuss their concerns. It was also reported that the patient was feeling "zapping" down their leg when they would turn the ins on, and they asked how the "zapping" was supposed to help their pain. It was clarified that the "zapping" was not uncomfortable and was in fact normal stimulation that the patient was able to adjust when needed. No further complications were reported or anticipated.